Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had motor error alert during bolus. The customer's blood glucose level was 160 mg/dl. Troubleshooting was performed. The insulin pump passed displacement test as well as a fixed prime/fill cannula of 5 unit test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer called again and reported that the insulin pump alarmed the motor error again. The insulin pump will be returned for analysis.